Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient says her most recent implant had worked great for her and was replaced because the battery was low and it was intermittently working toward the end of battery life starting in (B)(6) 2018; a manufacturer¿s representative had checked the device. Eventually, the battery died. Patient thinks it was normal battery depletion, but she isn't sure. Patient says she couldn't feel stim anymore, which is why she knew it died. On 2018-oct-01 the manufacturer's representative (rep) reported the healthcare professional had invited him to the clinic to check the battery in (B)(6) 2018, which showed it had limited (less than six months) shelf life when the diagnostic check was performed. The rep was unaware there was any diagnostic concern, simply a battery check that showed near end of life. No further complications were reported or are anticipated.